Manufacturer narrative:
Follow-up #1: date of submission 05/11/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the black box shows evidence of an alarm, but the alarm was not duplicated during testing. Unrelated to the complaint: moisture was observed in battery compartment and battery cap. The display is dim/fading/reddish, battery compartment is cracked below bumper pad, investigation completed with returned battery cap. The pump case was removed and no defects found.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).